Event description:
It was reported that a home patient (hp) had received a system error 2240 (air in line) alarm, with a cascading system error 2367 alarm. This occurred on the homechoice (hc) during initial drain, while the hp was connected. The supplies had been properly primed and the patient had not disconnected prior to the alarm. The technical service representative (tsr) instructed the patient to start over therapy with new supplies. There was no adverse event. No additional information is available.

Manufacturer narrative:
(B)(4). A sample was not available for analysis. Should additional relevant information become available, a supplemental report will be submitted.